Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display screen is scratched and cannot read the display properly. Customer also indicated that he blood glucose has been running a little high. Customer's blood glucose was 281 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for display but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with severely scratched display window. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No moisture damage was found on the electronics and motor noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip. No crack was found on the battery compartment noted.